Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on (B)(6) 2021. The device passed suction and cycle specifications, but breast milk residue was found in the breast pump motor aggregate (motor and pump assembly), housing, chassis, manifold, and on the kit parts. The motor aggregate was cleaned and retested, resulting in improved suction values. The customer's report of low suction could not be confirmed.

Manufacturer narrative:
Customer service sent the customer a replacement device and return of original device was requested for testing/evaluation. In follow up with a complaint handler on 7/28/21, the customer indicated that she had received a prescription for mastitis from her doctor on (B)(6) 2021. She additionally indicated that the replacement pump was still not draining her properly and she still had lumps and hardness in areas after pumping. The customer was offered and accepted contact from a medela clinician and her contact information was also sent to customer service for additional follow up. On (B)(6) 2021, the customer was sent a pump in style advanced to try and on (B)(6) 2021 the customer called in to customer service again and requested to keep both the pump in style maxflow replacement and the pump in style advanced. The medela clinician attempted to contact customer multiple times via phone and email, but was not successful in reaching her. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021 the customer alleged to medela llc that her pump in style maxflow breast pump was having suction and power issues, which had caused engorgement and knots in her breasts so she had gone to urgent care two days prior and was prescribed antibiotics. She additionally alleged she had also experienced milk backup because she had been using the wrong connectors for the pump.